Event description:
It was reported that bd insyte autoguard needle will not retract (this MDR captured from a customer response which provides a second date for the event 2/21/25 event has been captured in 1710034-2025-00366). The following information was provided by the initial reporter: the date we started having an issue was thursday (B)(6) 2025 and the following day (B)(6) 2025. Original information related to device failure: per customer: "they have several of these that when the nurse tries to start an IV the needle won't retract." "We start 75 IV's a day and she said she's had to stick several patients twice. Because of the malfunction."

Manufacturer narrative:
E. Facility name exceeds characters limit: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: the complaint that the needle wouldn't retract could not be confirmed from the representative 22ga insyte autoguard bc units that were received in sealed packaging from lot #4270304. A functional test showed that the needles fully retracted when the safety mechanism was activated. No damage or defects were noted on the returned samples. The affected unit was not provided for investigation. A review of manufacturing records was performed and there were no issues during the production of this batch. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.